Event description:
It was reported that a perforation and pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, the sheath was pushed too far and caused a perforation to the laa. They were unsure if the perforation occurred during insertion of the wds or snapping the was and wds. The device was then deployed and passed release criteria. An effusion was also noted for which a pericardiocentesis was performed. Patient was sent for surgery, which was successful. Device remains in service. No other complications were reported. Patient remained stable throughout.